Manufacturer narrative:
This alleged failure mode poses a low risk to a patient because the issue was observed when the companion external battery was not supporting a patient. The companion external battery will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
This companion external battery was not supporting a patient. The customer, a syncardia certified hospital, reported that the companion external battery would not charge after 24 hours in a companion 2 driver.

Manufacturer narrative:
The companion external battery was returned to syncardia for evaluation. Review of the system management (smbus) data revealed that the battery exhibited a safety over charge current (socc) permanent fault and its safety monitor had permanently disabled the input / output functions, confirming the customer-reported issues. The root cause for the device malfunction was determined to be that the battery was likely subjected to a deep discharge cycle with a prolonged duration prior to being recharged. When the battery was put into charge state, its safety circuitry disabled its output for exceeding firmware safety charge current limits. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4) follow-up report 1.

Event description:
This companion external battery was not supporting a patient. The customer, a syncardia certified hospital, reported that the companion external battery would not charge after 24 hours in a companion 2 driver.